Manufacturer narrative:
Based on the files provided, the reported behavior has been confirmed. During an interrogation performed on (B)(6) 2026 at 11:56, the user navigated through the application while aida was still loading. As a result, a pop-up message appeared. The recommended workaround is to wait until the aida reading process is complete before running any tests. The reported behavior is therefore related to operating the application while aida is still loading. In addition, it was observed that the session was not closed properly, as the user removed the external battery before exiting the session. Because the external battery was disconnected without properly closing the session, the tablet requires re-ghosting. It is therefore recommended that the tablet be returned from the field for re-ghosting. This case is retained and utilized for trend purposes.

Event description:
Reportedly, untimely cessation of synergy.